Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 mitral regurgitation (mr) for a mitraclip procedure. During the preparation, both the grippers were unable to lower and raise. Troubleshooting was performed. Physician decided to replace the clip and continued the procedure. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.